Event description:
Analyzer base not working. Unable to perform baso worm with accurate results. Manufacturer response for analyzer, (brand not provided) (per site reporter): repaired and it became fully operational.